Event description:
Per the clinic, the patient experienced skin breakdown at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported).